Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that during a surgical procedure, the surgeon broke part when removing the instrument. All broken parts were retrieved.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information provided: "it was reported that surgeon broke part when removing instrument". The product was returned to depuy synthes for evaluation. Visual inspection revealed a broken portion and a deep scratch at the edge of the device circular base. Broken piece was not returned for evaluation. Additionally, device had signs of heavy usage on its overall surface. No other anomaly was identified on its surface. The observed condition can be traced to improper handling/care of the device or by excessive force applied in a prying motion while trailing. However, taking in consideration the aspect and age of the device (around 16 years), the observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the trial spacer 12/14 -3 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code ht0609 provided is not a valid finished goods lot number. H11 additional narrative: added: h4 corrected: h3.